Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use the 22 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter had a loose collar and separated into two pieces. The safety device was still operable. No injury or medical intervention.

Manufacturer narrative:
Results: a sample was not returned for evaluation. The customer¿s indicated defect was previously confirmed. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. As this is a confirmed complaint, a DHR review is not required. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.